Manufacturer narrative:
The returned lead was thoroughly inspected and analyzed. Resistance testing identified a break in the conductor coil inside this lead. An x-ray of the lead confirmed the helix was loose from the coupler and it was confirmed to be due to corrosion. Evidence indicates that the anomaly with the visionist's custom ic component resulted in a constant current being delivered from the device to this lead. This constant current caused this lead's conductor coil to become corroded and eventually break.

Event description:
It was reported that during a follow up in (B)(6) 2025 all parameters were within normal range when it comes to the device. A few days later the patient experienced recurrent syncope and presented to the emergency department. Programming checks revealed that the pace impedance measurements were low and out of range on the right ventricular (rv) lead channel which were identified as noise by the device. Repeated testing confirmed elevated thresholds as well on the rv lead. The device indicated remaining battery life of one year. Device data was sent to engineering which confirmed the presence of a higher-than-normal current drain condition. Over time, this anomaly could result in rapid battery depletion, ineffective pacing and lead damage due to corrosion. The device and lead were both replaced. During the replacement the helix of the lead was damaged due to the corrosion seen. The system was expected to be returned. Should the products be returned analysis will be performed and this investigation will be updated. No additional adverse patient effects were reported.

Event description:
It was reported that during a follow up in (B)(6) 2025 all parameters were within normal range when it comes to the device. A few days later the patient experienced recurrent syncope and presented to the emergency department. Programming checks revealed that the pace impedance measurements were low and out of range on the right ventricular (rv) lead channel which were identified as noise by the device. Repeated testing confirmed elevated thresholds as well on the rv lead. The device indicated remaining battery life of one year. Device data was sent to engineering which confirmed that the device was malfunctioning. The malfunction with the device could result in rapid battery depletion, ineffective pacing and lead damage due to corrosion. The device and lead were both replaced. During the replacement the helix of the lead was damaged due to the corrosion seen. The system was expected to be returned. Should the products be returned analysis will be performed and this investigation will be updated. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the describe event or problem section.

Event description:
It was reported that during a follow up in march 2025 all parameters were within normal range when it comes to the device. A few days later the patient experienced recurrent syncope and presented to the emergency department. Programming checks revealed that the pace impedance measurements were low and out of range on the right ventricular (rv) lead channel which were identified as noise by the device. Repeated testing confirmed elevated thresholds as well on the rv lead. The device indicated remaining battery life of one year. Device data was sent to engineering which confirmed the presence of a higher-than-normal current drain condition. Over time, this anomaly could result in rapid battery depletion, ineffective pacing and lead damage due to corrosion. The device and lead were both replaced. During the replacement the helix of the lead was damaged due to the corrosion seen. The system was expected to be returned. Should the products be returned analysis will be performed and this investigation will be updated. No additional adverse patient effects were reported.